Event description:
It was reported that during a colostomy reversal procedure, during the first firing of the device the surgeon was not completely happy with the way both donuts looked. While checking for leaks, it was very obvious that leak proof anastomosis was not accomplished. Bubbles were seen during testing. The surgeon then opened another product, fired the device and was very happy with the appearance of the donuts. When performing a check of the anastomosis he stated that "it just came apart". At this point he stated he had no choice but to leave the colostomy. The staple form looked good. The donuts looked uneven. There was no difficult to close the device. The gap setting was in the green when the device was fired. The first assist md fired the device.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.